Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 15mmol/l. The customer was advised to clean the battery cap contacts with a cotton swab. The customer was advised to insert new aa alkaline battery. Customer receive failed battery test. Customer was advised we will send a replacement battery cap. Customer was advised to revert to a backup plan until replacement cap arrives. Customer stated that they need a working pump as soon as possible. Customer was advised we will process are replacement pump and will be send overnight.